Event description:
It was reported that the customer was seeking urgent care due to high blood glucose, and he was treated with manual injections. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found an auto off alarm. Assisted the mother to run the fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula, and it was bent. Reminded the caller to change the infusion set every two to three days. The mother called back the next day and stated that the customer received a no delivery alarm. The customer's blood glucose reading at the time was 137 mg/dl. Checked the alarm history, and the caller stated that the alarm just occurred during bolus. Then the mother stated that the issue has been resolved. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.